Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0 ml was received in an opened pack with an opened tray, without cap nor needle. No defect was observed.

Event description:
Healthcare professional reported having one syringe of juvéderm® ultra plus xc where the ¿needle exploded off.¿ there was contact with a patient but there were no reported injuries. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported event of detachment of device component: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having one syringe of juvéderm® ultra plus xc where the ¿needle exploded off.¿ there was contact with a patient but there were no reported injuries. Packaged needle was used.